Event description:
A non-healthcare professional reported that the line was clogged before the surgery. The surgery was completed by replacing the pak. The other surgery details and patient impact details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).